Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment and cause were not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event and remained hospitalized as rehabilitation for an unspecified condition was required. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the cause of the peritonitis was due to a breach in aseptic technique. The patient was treated with unspecified antibiotics for the event. It was unknown if the patient was retrained on proper aseptic technique. No additional information is available at this time. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.